Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was spinal pain. The patient reported that for maybe a month to a month and a half ago, their ptm (personal therapy manager) started to get slow, but in the last couple of weeks, it had gotten super slow, when trying to connect to their pump. The patient stated when they first got the handset in august, it took 30 seconds to connect to the pump and deliver a bolus, but now it took anywhere between 5-7 minutes. The percentage would get stuck at 90% and sit there for a solid 1-2 minutes. Their pain healthcare provider told them to call medtronic because the equipment might have to be replaced. The patient had been with the healthcare provider recently and he saw the patient have the telemetry delay with the equipment. While on the call, the patient was able to successfully connect to their pump but had a telemetry delay at 90%. The patient confirmed they were locked out for 40 minutes, which matched with their last bolus delivered not too long ago. The agent reviewed and assisted the patient with clearing data. Prior to clearing, the data was at 6.75mb. The patient was going to monitor and call back if the issue persisted.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown, product type software product ID hh90t01 lot# serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.